Event description:
Customer's mother reports they had been receiving low readings on their meter. On march 7,2006, customer received a reading of 45 mg/dl and was taken to the emergency room. When tested there, the hosp obtained a reading of 900 mg/dl. Customer was treated with insulin and admitted to the hosp for further monitoring until stabilized. The reported result obtained from the meter was not consistent with the treatment the customer received at the hosp. It is unclear how much time passed between the result obtained from the meter and the result obtained at the hosp.